Manufacturer narrative:
Lead remains implanted. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead has dislodged from the heart tissue. Reportedly patient complained of phrenic nerve stimulation. This lead exhibited loss of capture. Follow up was increased as result of this event. Revision to be scheduled. Remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observations.

Event description:
Boston scientific received information that revision procedure was performed. This left ventricular (lv) lead was explanted due to product performance issue.